Manufacturer narrative:
(B)(4) evaluation statement: the reported event of an unspecified channel alarm and pump froze could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that the channel alarmed for an unspecified issue and froze during an infusion of clevedipine. Biomed reported a maintenance due error message.